Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with reflin (500mg, injection, frequency not reported), amikacin (125mg, injection, frequency not reported), and heparin (1000iu, injection, continuous). The cause of the peritonitis was reported to be constipation. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.